Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a loose drive support cap from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the drive support cap appeared to be sticking out. The customer stated that they did not press the cap while connected. The customer stated that when the battery is replaced, the date is deleted. The customer will be sent a replacement pump. The customer will return the pump for analysis.